Event description:
It was reported that the pump may be malfunctioning. It was unknown if the patient had medication in the pump because the patient did not feel any changes, he was ¿ill-feeling.¿ it was reported that a ¿tech¿ at implant only had enough medication for the day. The patient never had therapeutic effect. The patient experienced acute pain and increased spasticity. The symptoms occurred following a new pump implant. The patient experienced therapeutic effect the day of implant, but had spasticity and pain ever since. The day of implant was the only time the patient was able to move his feet. Later, the patient stopped moving. The patient was taking oral baclofen. The device system was used to deliver gablofen. It was later reported that the patient¿s trial went very well, but the patient was sub-therapeutic following implant. The patient had not yet reached therapeutic levels, but the dose was being stepped up. It was later reported that the patient¿s dose was increased and the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 8781, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).